Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine muscle'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd from (B)(6) 2014 to (B)(6) 2014, migraine, anxiety disorder, cholecystectomy and limb operation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included chest pain, epigastric pain and taste metallic. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (norco), nsaids since (B)(6) 2012, pantoprazole and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury,anxiety"), dyspareunia ("dyspareunia") and fatigue ("fatigue."). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain,pelvic area,pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: uterine muscle/migration of essure device- location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and painful intercourse ("painful sexual intercourse( dyspareunia)"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, device expulsion, depression, anxiety, dysmenorrhoea, psychological trauma and painful intercourse outcome was unknown, the pelvic pain, dyspareunia and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy in essure insertion dates (B)(6) 2008 00:00 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 871971 manufacture date:2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2020: plaintiff fact sheet received: event painful intercourse-female, medical history grad added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine muscle'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included gerd from (B)(6) 2014 to (B)(6) 2014, migraine, anxiety disorder, cholecystectomy and limb operation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included chest pain, epigastric pain and taste metallic. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (norco), nsaids since (B)(6) 2012, pantoprazole and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury,anxiety"), dyspareunia ("dyspareunia") and fatigue ("fatigue."). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain,pelvic area,pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: uterine muscle/migration of essure device- location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and painful intercourse ("painful sexual intercourse( dyspareunia)"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, device expulsion, depression, anxiety, dysmenorrhoea, psychological trauma and painful intercourse outcome was unknown, the pelvic pain, dyspareunia and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy in essure insertion dates (B)(6) 2008 00:00 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 871971 manufacture date:2011-06 expiration date: 2014-06. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: mr received, reporter information, patient details added. Event: endometrial ablation performed on the same day of essure insertion added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine muscle'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in a 31-year-old female patient who had essure (batch no. 871971) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed on the same day of essure insertion". The patient's medical history included gerd from (B)(6) 2014 to (B)(6) 2014, migraine, anxiety disorder, cholecystectomy and limb operation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included chest pain, epigastric pain and taste metallic. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (norco), nsaids since (B)(6) 2012, pantoprazole and paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury,anxiety"), dyspareunia ("dyspareunia") and fatigue ("fatigue."). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain,pelvic area,pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: uterine muscle/migration of essure device- location of device: uterus"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and painful intercourse ("painful sexual intercourse( dyspareunia)"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, device expulsion, depression, anxiety, dysmenorrhoea, psychological trauma and painful intercourse outcome was unknown, the pelvic pain, dyspareunia and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and painful intercourse to be related to essure. The reporter commented: discrepancy in essure insertion dates (B)(6) 2008 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 871971 manufacture date: 2011-06 expiration date: 2014-06. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: medical device monitoring error. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine muscle'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding(general)') in a 31-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anxiety disorder, cholecystectomy and limb operation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included chest pain, epigastric pain and taste metallic. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (norco) and pantoprazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury"), dyspareunia ("dyspareunia") and fatigue ("fatigue."). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain,pelvic area,pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: uterine muscle"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, device expulsion, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown, the pelvic pain, dyspareunia and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates : (B)(6) 2008 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Lot number: 871971 manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: uterine muscle'), device dislocation ('migration'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and genital haemorrhage ('abnormal bleeding(general)') in a (B)(6)-year-old female patient who had essure (batch no. 871971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, anxiety disorder, cholecystectomy and limb operation. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included chest pain, epigastric pain and taste metallic. Concomitant products included amitriptyline, hydrocodone bitartrate;paracetamol (norco) and pantoprazole. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression,psych injury"), anxiety ("mental anguish,psych injury"), dyspareunia ("dyspareunia") and fatigue ("fatigue."). In (B)(6) 2012, the patient experienced pelvic pain ("physical pain,pelvic area,pelvic area"). On (B)(6) 2015, the patient experienced device expulsion ("migration of essure device location of device: uterine muscle"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device dislocation, vaginal haemorrhage, menorrhagia, genital haemorrhage, device expulsion, depression, anxiety, dysmenorrhoea and psychological trauma outcome was unknown, the pelvic pain, dyspareunia and abdominal pain had resolved and the fatigue was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy in essure insertion dates (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received :lot number added. Following events were added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migration of essure device location of device: uterine muscle, abnormal bleeding(general), dysmenorrhea, dyspareunia, fatigue. Reporter information,medical history and concomitant conditions added. On 3-sep-2019: pfs received: fu 2 and 3 processed together. Following events were added: abdominal pain, migration. Outcome of pelvic pain was changed from recovering/resolving to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.